Event description:
A follow up call was conducted and the customer reported being in the hospital with diabetes ketoacidosis and high blood glucose of 511mg/dl. The customer was put on insulin drip. The customer stated that he attempted to treat with the insulin pump, but his blood glucose was not coming down, and he did not receive any error messages. The customer stated that the official cause of his admission was myocardial infarction. Troubleshooting was declined as customer stated that the insulin pump seems to be functioning properly since the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.